Event description:
It was reported that during an implant, the scrub nurse attempted to grab the sterile lead tray after the lead package was peeled back, the white plastic top popped off of the lead package. The package was fumbled, the lead was exposed, and the physician asked for a new lead because the sterility was compromised. The lead was not used for implant. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)